Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced intermittencies and loss of sound. The device passed all electrical tests confirming correct device function. The reported intermittencies could not be reproduced during the device analysis. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011 this report is filed august 16, 2016. (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. This report is filed (B)(6) 2016.